Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a pre-existing thrombus in the abdominal aorta and considered as a high-risk patient due to stroke. Left femoral artery was selected as the access site due to narrow and heavily calcified vessels. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 21mm, non-abbott balloon. The valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-procedure one hour later, the patient had an episode of stroke and was sent to computed tomography (CT) examination. No thrombus was observed in the navitor. The patient had an extended hospitalization. The patient appeared to have difficulty finding words; on the same evening, the symptoms were reported to be resolved. The implanter thinks that this event as being related to the patient¿s past medical history. On (B)(6) 2026, the patient was discharged.

Manufacturer narrative:
An event of stroke was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible due to patient conditions (thrombus, abdominal aorta); however, this cannot be confirmed. The reported prolonged hospitalization was result of case specific circumstance, as patient was under observation. There is no indication of a product quality issue with regards to manufacture, design, or labeling.